Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display screen was dim. This pump was used for demonstration and not on patients. This complaint is being reported because the reported display screen issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.